Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2010-05139. T was reported that during a embolization treatment procedure, a deployment issue occurred. The target location was located in the iliac artery. A 14mm x 30cm fibered ids occlusion coil was implanted. However, it was noted by the physician that during deployment the coil "did not deploy the way he wanted it to". The procedure was completed with this device. No patient complications were reported and the patient's status is fine.